Manufacturer narrative:
H6) the manufacture representative went to the site to test the imaging system and performed system checkout. All systems were p erforming to operating standards. Not able to duplicate no exposure. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system would not expose. Attempts were made with both handswitch and footswitch. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.